Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate multiple shock therapies. Electrogram session records indicated p-wave oversensing was present. It was discovered the patient had twiddlers syndrome. There was no ventricular capture as the ventricular lead was taut by the dislodged atrial lead. The leads were explanted and replaced. No further information is available.